Event description:
Litigation alleges pain, loosening, and metallosis.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, revised (B)(6) 2014 to address pain. During the procedure the surgeon reported well positioned and fixed stem, hypertrophic inflamed bursa, the acetabular component was well-fixed but malpositioned with too much anteversion and the patient had retro-acetabular osteolysis. Medical records report hearing loss and elevated metal ion levels. Changing the previously reported unk product to a cup. Part/lot numbers provided for head/liner. Metal ion levels provided were at non-reportable levels. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.